Event description:
It was reported there was an infection of the pump pocket on (B)(6) 2013. There was a deposit of effusion in the pump pocket. It was absorbed and a culture was performed. (B)(6) was detected. The next day, the patient was planned to be hospitalized and treated by antibiotics. If no improvement was seen with antibiotics, removal of the device was to be considered. The event was unrelated to the drug and the patient had not recovered as of (B)(6) 2013. On (B)(6) 2013, removal of the catheter pump was planned for the next day.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was admitted to the hospital on (B)(6) 2013. The date of onset of the infection of the pump pocket was mid (B)(6) 2013 and the patient experienced swelling at the pocket and rubefaction was observed. On (B)(6) 2013, (B)(6) was detected from a wound culture. The event was reported as severe. It was reported the patient's dose was changed from 70 to 50 micrograms (mcg) on (B)(6) 2013 and the pump and catheter were removed on (B)(6) 2013. It was also reported he patient recovered on the same day. The patient was given intravenous vancomycin from (B)(6) 2013. The causality of the event was not related to the drug, pump, catheter, programmer, or procedure. It was noted the event was an observed complication of atopic dermatitis and could not deny the fact that it lead to wound infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8781, lot# 0206643188, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that regarding the adverse event, a re-check of the causality between the infection of the pump pocket and the admission of baclofen was noted, and there was no causality between the adverse event "the infection of the pump pocket" and the admission of baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient was suffering from atopic dermatitis and it could not be denied the infection was caused accordingly.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the indication for use was subarachnoid hemorrhage. The pump system was removed due to infection. Because infection was developed and there was also a shunt, the pump system was removed for risk. The causal relationship with the procedure was unknown. The event was recovered with a date of outcome of around december 2013. No further complications were reported and/or anticipated.